Event description:
It was reported by the aci sales professional that a couple of weeks ago, a patient who underwent a catheterization procedure, developed pseudoaneurysm (psa) that was resolved with thrombin injection. The physician did not provide any procedure details or the exact timeframe of the event. No further information (including patient, procedural or follow-up details) could be obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.